Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00276 on 05-oct-2022. Siemens filed the first supplemental MDR 2432235-2022-00276_s1 on 01-nov-2022. Additional information (02-dec-2022): siemens reviewed the information provided for the atellica sample handler prime (sp01464) barcode read error and concluded that it was an isolated event that occurred on 08-aug- 2022. Siemens assisted the customer with troubleshooting and could not confirm the exact sequence of events, which caused a mix-up in barcodes to be read by the system and identical results to being generated for patient sample ids (B)(6). A siemens customer service engineer (cse) was dispatched to the site a few days after the reported incident and performed troubleshooting on the atellica sample handler prime system. The specific sample tube's image reads were not made available by the customer, but other similar sample tube barcodes showed poor barcode print quality. Siemens confirmed that barcodes utilize the interleaved 2 of 5 symbology without checksums and informed the customer that it is not a recommended symbology per the auto2-a2 laboratory guidelines. As per the siemens site survey, the barcode type is not approved for use with the atellica solution (ats). Per section 10 of the ats, a checksum must be enabled if the interleaved 2 of 5 symbology is used. However, the code 128 symbology is preferable because it is always printed with a check digit and has a unique start/stop pattern to read the barcode. Siemens informed the customer of the benefits of using the code 128 barcode symbology and the importance of utilizing a checksum in the interleaved 2 of 5 barcodes. The potential cause for barcode read errors is due to the poor print quality of barcodes and the usage of an interleaved 2 of 5 barcode symbology without checksums. Siemens followed up with the customer and confirmed that the issue did not recur. The atellica sample handler prime system is operational. No systemic issue was identified, and no further evaluation was required. Section h6 is updated to reflect a new type of investigation, investigation findings, and investigation conclusions code.

Event description:
An operator reported a barcode mismatch after loading a patient sample on an atellica sample handler prime system with serial number: (B)(4). The customer alleges the system read the first barcode and performed the analyses for the sample tube with identification#: (B)(4); then, the system camera checked the tube barcode, which did not match. The system sorted the sample tube into a specific output rack. The customer alleges a mix-up with sample tube identification#: (B)(4) and obtaining identical results. There are no known reports of patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and stated the system read the first sample but did not perform tests. Siemens reviewed the event information and noted the customer is utilizing a non-preferred barcode type without checksums and no instrument malfunction. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00276 on 05-oct-2022. Additional information (06-oct-2022): siemens received information regarding additional test methods ordered for the patient sample ID (B)(6). Section b6 is updated to include the test methods: triglycerides, total bile acids, digoxin, prealbumin, creatine kinase, and glucose6-phosphate dehydrogenase. Siemens is investigating the event.